Event description:
It was reported that device has failed upstream occlusion. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair in used condition. Visual evaluation found scratched lcd lens and peeled downstream occlusion (dso) seal. Found evidence in event history log multiple high alarms displayed: upstream occlusion. The cause of primary problem was intermittent upstream occlusion (uso) sensor. Replaced the uso sensor of correct reported problem. Device passed all functional tests after repair.